Event description:
A customer in (B)(6) notified biomérieux of obtaining potential false negative results while testing patient samples using the vidas® sars-cov-2 igg (ref 423834, batch 1008244900, expiry date 29-jul-2021). The customer reported the following results: sample 1: vidas result = 0.14 (negative interpretation). Reference lab result = 1.50 (positive interpretation). Rapid test: positive. Sample 2: vidas result = 0.82 (negative interpretation). Reference lab result = 2.71 (positive interpretation). Rapid test: positive. Sample 3: vidas result = 0.58 (negative interpretation). Reference lab result = 3.02 (positive interpretation). Rapid test: positive. Sample 4: vidas result = 0.24 (negative interpretation). Reference lab result = 5.28 (positive interpretation). Rapid test: positive. Sample 5: vidas® sars-cov-2 igg (negative). Vidas® sars-cov-2 igm (positive). Rapid test: positive. The number of patients involved with these samples is unknown at this time. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding potential false negative results while testing patient samples using the vidas® sars-cov-2 igg (ref 423834, batch 1008244900, expiry date 29-jul-2021). Initially the number of impacted patients was not known. The customer confirmed that the five samples were from five different patients. Thus, four additional medwatch forms will be submitted. However, the customer did not save the samples so they could not be submitted for further testing. A biomérieux internal investigation has been completed with the following results: -the analysis of the batch history record of vidas sars cov-2 igg lot 1008244900 / 210729-0 showed no anomaly during the manufacturing, control and packaging processes. - an analysis was performed on multiple positive sera from internal serum libraries using seven (7) lots of vidas sars cov igg, including the customer lot (lot 210729-0). All values are were within their specifications and customer lot (lot 210729-0) was in line with the other lots. -the investigation unit laboratory tested three (3) positive samples and one (1) negative sample of sars-cov-2 igg from the qc serum library (serothèque). All were tested on the retain kits of sars-cov-2 igg kit (lot 210729-0, customer lot). The results of the calibration complied with the mle data for the batch. The results for negative and positive sera were compliant and there was no drift observed with sars-cov-2 igg kit (lot 210729-0, customer lot). -the customer anomaly was not reproduced. -unfortunately, without any of the concerned samples available, further investigations cannot be performed. -per the investigation, vidas® sars-cov-2 igg kit (reference 423834 batch 1008244900 / 210729-0) is still within specifications..